Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had intermittent audible tones. The pump settings were reviewed and confirmed that audible tone settings were appropriate. The reporter confirmed that the pump¿s vibratory alert system was functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/17/2015 with the following findings: the pump auditory feature was found to be fully functional: the reported issue was not duplicated. A loudness reading of the audible alarm feature was found to be within the specifications. During the analysis, the pump operated according to the specifications.